Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was originally filled with 300 units of insulin. The customer's blood glucose was 198 mg/dl. Reportedly, the customer continued to use the original cartridge.